Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a temporary pacing electrode was inflated before insertion. The balloon had a leak and was reported to be defective and not used. Before the insertion into the patient, the team checked the tpe by inflating the balloon. While during use a leak was noticed, because the balloon did not inflate properly. There was a delay of operation and exposure to blood. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened temporary pacing electrode in the packaging. Visual inspection of the sample noted attempted to inflate balloon and a small hole was noted in the balloon surface. Potential causes of failure: insulate wire / clean electrode potential effects of failure the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080 inches) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator" correction: b, d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode balloon was not able to inflate. On (B)(6) 2024 the team tested tpe before use and the balloon could not be inflated. On (B)(6) 2024 a tpe from the same lot was reported to be defective a temporary pacing electrode was inflated before insertion. The balloon had a leak and was reported to be defective and not used. Before the insertion into the patient, the team checked the tpe by inflating the balloon. While during use a leak was noticed, because the balloon did not inflate properly. There was a delay of operation and exposure to blood. It was unknown what medical intervention was provided. They opened 2 more sets afterwards and all had the same problem, that the balloon was not inflatable or only with a lot of force. Per follow up information received via ibc on (B)(6) 2024, stated that the balloon from the tpe was unusable, as they could not be inflated. Confirmed that event was before use and the sample was contaminated with blood, because the user gloves already had blood on them, but the sample was not inside the patient, indirect contact with blood. Based on additional sample received on (B)(6) 2024, new complaint was created for lot#gfhw1797 with (B)(4) samples. Based on additional sample received on (B)(6) 2024, new complaint was created for lot#gfhq0637 with (B)(4) sample. Per follow up received on (B)(6) 2024, stated that the same problem for both affected samples (lot#gfhw1797 with (B)(4) samples and lot#gfhq0637 with (B)(4) sample), were not being able to inflate. The balloon did not inflate as intended, due to a leak in the balloon. The sample was therefore not used.